Manufacturer narrative:
Patient¿s weight was not provided. Reference MFR report # 2916596-2016-01962 for the report of the pump exchange due to thrombus. (B)(4). Approximate age of device: 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s postoperative course was complicated by thrombus, stroke, seizures, malnutrition/ failure to thrive, and deconditioning. The patient was never able to leave the intensive care unit (ICU). On (B)(6) 2016 the lvad was exchanged due to device thrombosis. On (B)(6) 2016, the patient underwent a tracheostomy procedure for respiratory support. The patient then underwent interventional radiology embolization of the inferior epigastric artery on (B)(6) 2016. Several courses of antibiotics were completed for (B)(6), sepsis, and multifocal pneumonia. On (B)(6) 2016, the patient experienced a seizure and was placed on anti-seizure medication. A computerized tomography (CT) scan performed revealed a new subacute right posterior cerebral artery infarct. It was reported that support was withdrawn, and the patient expired on (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported events leading up to the patient's outcome could not be determined through this evaluation. Stroke, neurologic dysfunction, infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.